Event description:
The patient stated: "last night or this morning their tooth broke and was being held in the aligner and didn't know it broke until they took off the aligners this morning. Tooth that broke is #4, right side upper arch, they are not in any pain at the moment due to broken tooth."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.